Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information from the territory office found the set belonged to the office. The parts will either be sharpened or discarded. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
The set of pinnacle acetabular graters were dull and caused a significant surgical delay during primary surgery.